Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional file opened for user error ¿ stylet partially removed when advancing the needle into target site based on answer to q.28 of standard questions (related to pr (B)(4)). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on (B)(6) 2022 and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Clarification was requested from cirl eng as follows; ¿I requested an additional file ((B)(4)) earlier this week for user error of stylet partially removed when advancing needle into the target site in relation to (B)(4) as I do not believe that the user error detailed in the file from q.28 of the additional questions could be linked to the complaint issue of impossible to move the stylet into the needle. Can you please let me know if you agree with my assessment or if you think the user error could be linked to the complaint issue detailed in (B)(4)?¿ reply was received as follows; ¿both events need to be treated separately and I agree with your approach in relation to creating a separate pr for the user error¿ as a result of the above an additional file was opened for the user error issue. Lab evaluation n/a document review including IFU review prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1911462 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1911462. The notes section of the instructions for use which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. This will be investigated under this file pr 379058. Image review n/a root cause review a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the target site. No device failure issue was observed as a result of the stylet not being fully inserted when advancing the needle into the target site and this file is required to record this instance of user error. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.